Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of inflammation/irritation and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: chronic inflammatory changes with burning all over body; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side removal due to chronic inflammatory changes with burning all over body and capsular contracture baker grade iii. The device has been explanted.